Event description:
(B)(6) 2022 16:00:15 pst ice batch user (batch_ice) phone (B)(6) complaint: (B)(6) complaint status: in process mdt initial contact: ingelise steegmans taken by: steegi2 pt reported hospitalization and keto acidosis and had to stay overnight in the hospital. This has been several weeks ago and she says that the sensor didn't measure more than 400 mg but they measured in the hospital that it was 585 mg. She doesn't know if something was wrong with the catheter, maybe it was occluded,... She doesn't have any more info since it has been several weeks ago but reported this because she lost 2 sensors when this happened. She doesn't want to return the pump because this one functions correctly and she doesn't think it is necessary because it was the infusion set she says probably or the sensor that caused the issues. Country: (B)(6) city: (B)(6) zip: (B)(6) input date: (B)(6)2022 warranty start: (B)(6) 2022 warranty end: (B)(6) 2026 batch: (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.